Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to a leakage occurred in the objective prism. In addition, we confirmed that the ccd module defective and the light guide fiber broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(stain).